Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units. Additionally, it was reported that humulin u-500 insulin was being used in the cartridge. The customer's blood glucose level was 230 mg/dl. The customer loaded a new cartridge successfully and received an accurate fill estimate.